Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information indicates that the chest was opened. Attempt to repair unsuccessful and patient died.

Event description:
A seventy-four-year-old male patient with late presenting acute myocardial infarction/cardiogenic shock. Impella cp implanted and percutaneous coronary intervention (pci) performed. Pleural effusion noted with echocardiography. Surgeon opened chest and observed left ventricular perforation at apex of heart. Could not repair due to tissue friability. Patient expired. Impella cp to be coded to cardiac perforation and death.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.